Event description:
It was reported that the patient was admitted to the hospital for a left ventricular (lv) lead placement. Following the lv lead placement the patient became hypotensive and a large pleural effusion was noted. Bleeding was noted in the left pleural space along with a drop in hematocrit. The patient returned to the operating room for an emergency thoracotomy and evacuation of hematoma. Acute kidney injury was noted from the blood loss with hypertension and shock. The patient remained critically ill and was discharged to hospice and died approximately three weeks post lead implant. The primary cause of death was reported as systolic congestive heart failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).